Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat crease and wear abrasion. A leak test and microscopic analysis was performed which identified: puncture opening on radius and an observed void >1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured opening assessed as surgical damage-like, consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "deflation". Device remains implanted.